Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the root cause of the event could not be determined. Further investigation has been initiated to prevent reoccurrence of the reported issue.

Event description:
It was reported the patient underwent total hip arthroplasty on (B)(6) 2015. During this procedure, the surgeon could not get the liner to fit into the shell. The surgeon attempted to implant two different liners into the shell but he was unable to do so. Surgeon decided to explant the shell and implant a different shell and liner to complete the procedure. All of this resulted in a delay of 45 minutes.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.